Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizzy and headache. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging dizziness, headaches, and lightheadedness. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture using a known good power supply and power cord, manufacturer tech was able to confirm the device powers on and provides airflow. Manufacturer observed an unknown contaminant on the ui knob. An unknown dust contaminant was observed on the ui panel, bottom enclosure, rear panel, blower, and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.